Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease (cad) for a percutaneous transluminal coronary angioplasty (ptca). A 2.75 mm x 15.00 mm agent dcb was used at the left circumflex artery (lcx). During the angioplasty, dissection was noted at the proximal part of the vessel. A drug eluting stent was deployed to cover the dissection and successfully complete the procedure. There were no further patient complications.